Event description:
It was reported during the implant procedure that the placement of the left ventricular lead could not be maintained despite several attempts. The lead was not implanted and there were no reported complications with the patient as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies found; however, blood/body fluid was noted on the distal conductor on visual inspection.